Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post generator change-out, noise was noted on the competitor rv lead. The patient was asymptomatic, but given the patient is pacemaker dependent, the physician elected to revise the lead. During the procedure, it was determined the issue was a loose set screw. The lead was replaced and the set screws were tightened. The noise was resolved. The patient is doing well.